Event description:
The mother customer reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer mother stated that the up and down buttons do not work. The customer was asked if she recalls any significant events leading to keypad issues and said that not that the mother knows of. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window. Act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)